Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support while pairing the ilet with the mobile app and completed a firmware update, after which the user experienced a low blood glucose of 65 mg/dl lasting about 20 minutes and corrected with oral glucose (soda). Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause undetermined, with resolution after oral carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.